Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the left motor does not operate the chair and the chair will circle to the left.